Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was frayed. The grip cable was frayed at the distal idler pulley. Frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the following: the instrument's grip cable was derailed. The same frayed grip cable was derailed at the distal idler pulley. The grips were able to open and close, but the movement was not precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to derailment. The instrument's distal pulleys had mechanical indentations and burrs. There were indentations at the edge of the distal pulley and visable scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentation and burr damage was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that a broken wire was observed on the mega suturecut needle driver instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.